Event description:
Patient reported right side baker grade iii, benign-looking calcifications, and tiny, scattered simple cysts.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, right side "rotation. And capsular contracture", baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported right side "rotation and capsular contracture" baker grade iii, benign-looking calcifications, and tiny, scattered simple cysts. Device remains implanted

Event description:
Patient reported right side "rotation and capsular contracture" baker grade iii, benign-looking calcifications, and tiny, scattered simple cysts. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/05/2024.